Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed testing. The sensor passed with accurate readings.

Event description:
Customer reported that the blood glucose reading was 140 mg/dl when the sensor reading was 40 mg/dl. He also reported receiving lost sensor alerts. Customer was advised on calibration protocol. The blood glucose reading at the time of the report was 55 mg/dl. Nothing further was reported.